Event description:
Complainant alleged that while attempting to monitor a patient, (age and gender unknown), the shock button was observed to be damaged and unresponsive. Therefore, the device was rendered unable to discharge. The clinician replaced the device to continue to treat the patient. Complainant indicated that there were no adverse effects to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to physical damage. The front panel was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.